Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient went to the emergency department, and their daughter believes it was a tia. It was noted that the patient¿s healthcare provider advised to stop the therapy until further instructed. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.